Event description:
It was reported to philips the battery has an error. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer requested to order a battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the philips asp replaced the battery to resolve the problem. The battery was found to have exceeded five years of life. The unit was then functionally tested and successfully passed specified tests. The v60 service and user manuals indicate that the battery should be replaced every 5 years as per preventive maintenance procedure. Based on this information, it has been concluded that the reported event occurred due to user error and not a device malfunction. The device functioned as intended.